Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber was not returned to fisher & paykel healthcare (fph) for evaluation. Fph contacted the care agency and asked for the device return and asked questions in regards to the reported event (via email and telephone call). The care agency confirmed via email that the chamber had been discarded by the customer. The fph field representative contacted the care agency in total three times via email and two times via phone call, but the care agency could not get further information and has not received answers to fph's questions from the customer to date. The lot information and a photograph of the complaint device were also not available. Therefore, our investigation is based on the complaint information provided by the customer, previous similar investigations and our knowledge of the product. Without the complaint device, we were unable to definitively determine the root cause of the fault reported by the care agency. A lot check was not performed as lot information was not provided. Overfilling of water is usually caused by both the primary and secondary float mechanisms in the mr290 humidification chamber being disabled. In circumstances where the primary float is disabled, the water may overfill above the black water level line of the chamber but the secondary float will serve as a backup to prevent the water from overflowing outside the chamber port and entering into the breathing circuit. All mr290 chambers have float function and valve testing performed twice during production. A failure of any test would result in rejection of the chamber before distribution. The user instructions that accompany the mr290 humidification chamber specify in the warning section "do not use the chamber if the water rises above the maximum water level line" along with a diagram directing the user to check the water level on the chamber. A written description of the meaning of the symbols used is also included in the user instructions. It also states the following: - "do not spike the water source until the blue caps have been removed. Should the primary float fail, splashing into the circuit may occur if the chamber is being operated in excess of 80l/min." - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Device was discarded by customer.

Event description:
A care agency in the (B)(6) reported via a fisher & paykel healthcare representative that an mr290v humidification chamber overfilled and apparently water entered the ventilation tubing towards the patient. The staff quickly removed the tubing and there was no patient harm reported.